Manufacturer narrative:
Complaint conclusion: as reported, the patient experienced a hematoma after the use of the 6f-7f mynxgrip vascular closure device (vcd). Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. It was reported that ¿the patient experienced a hematoma after the use of the mynxgrip vascular closure device (vcd).¿ however, the sealant sleeve, sealant and advancer tube were observed to have remained in the manufactured position as received. The condition of the returned device does not match the description of the incident. The syringe and procedure sheath were not returned with the device. Shuttle down step was simulated, and the advancer tube was found properly engaged to proximal tamp lock. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f1830501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. However, the device was received with the sealant, advancer tube, and sealant sleeve still in its manufactured position; therefore the device does not match the product description. Additionally, a tear in the balloon was found, indicating that a balloon loss of pressure event occurred. The exact cause of the balloon tear and the reported hematoma could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although not reported) and/or the condition of the sheath (although not returned) may have contributed to the balloon tear since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. However, it is not possible to determine what factors may have contributed to the hematoma reported as the condition of the returned device indicates it had not been inserted into a sheath. Since the sealant does not appear to have been deployed in the patient, the hematoma may have been contributed by patient factors and/or pharmacological factors. The hematoma could not be confirmed. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Also, according to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, the patient experienced a hematoma after the use of the 6f-7f mynxgrip vascular closure device (vcd). Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon.